Manufacturer narrative:
Device evaluation results: visual analysis of the returned device identified: broken shell, crease flat, deformation and weight to the spec. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and opening striated in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior due to an unidentified (tear) opening. A striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is capsular contracture baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted.